Manufacturer narrative:
(B)(4). The analysis found that no device was returned. Five batteries were returned with no visual anomalies. No functional testing could be performed due to the automatic drain feature on the battery. Each battery was physically inspected and tested to confirm no charge was remaining and internal drain circuit intact. 98.5 ohms , .000 volts, all welds intact, drain engaged, 160985223; 98.8 ohms, .000 volts, all welds intact, drain engaged, 160981527; 96.1 ohms, .003 volts, all welds intact, drain engaged, 160532007; 98.8 ohms, .000 volts, all welds intact, drain engaged, 142460580; 101.3 ohms, .000 volts, all welds intact, drain engaged, 152871066.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracic procedure, the physicians reported the battery was very warm to the touch. They used 3 batteries and all were very warm to the touch. There was no injury involved and no patient consequence.